Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 12/15/2010 and 12/17/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported a pt who is "miserable" with the outcome following intraocular lens (iol) implant surgery. Additional information has been requested.